Event description:
Allegedly, a second related modular shell from the same manufacturer family (conserve thin shell ha coated, ref (B)(4) was implanted in my left hip on (B)(6) 2022. Resulting injuries: themodular taper-junction design caused metallosis, elevated cobalt and chromium ion levels, severe tissue damage, chronic pain, foot drop, and other complications requiring ongoing medical care and monitoring.?

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.